Event description:
A report was received that the patient was experiencing discomfort at the ipg site. It was also mentioned that the patient was experiencing difficulty charging the ipg. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-1132 (sn: (B)(4)). Device evaluation indicated that the ipg passed all the required test and revealed normal device characteristics.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. It was also mentioned that the patient was experiencing difficulty charging the ipg. The patient underwent an explant procedure.